Event description:
A report was received that the patient had an infection. Patient was administered with antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection. Patient was administered with antibiotics. The patient underwent an explant procedure.